Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the patient follow-up, interrogation of the device did not retrieve the appropriate information and was unsuccessful. A second interrogation was then successfully done and a power on reset was noted. The device was reprogrammed and remains in use. There were no reported patient complications as a result of this event.